Event description:
In 1999 the pt underwent an anterior cervical discectomy and fusion at c5-c6 with placement of instrumentation (25mm atlantis plate and 14mm screws). Adcon-l was administered. Post-op day 8: dr reported the wound was healing nicely. Post-op day 19: dr noted the incision had opened up on the medial side. There was no drainage. The wound was cleansed and some granulation tissue noticed. A suture and dressing was placed, and levaquin given prophylactically. Post-op day 20: dr noted minimal drainage and a small gap in the medial aspect with decreased redness and swelling. Post-op day 22: dr noted "a little persistant drainage", and the incision was not healing. No signs of redness or swelling. Post-op day 27: dr reported continued problems with wound re-opening. No swelling or redness. No fever, chills, sweats (since start of wound symptoms). Post-op day 30: pt was admitted to hosp for incision and drainage of wound. Medial part of the incision (approx 3-4 cm) was debrided. No drainage was noted in the deep tissues, culture did not reveal any growth. No evidence of deep wound infection, only superficial wound healing problem. Follow-up day 3: dr noted the incision looked good. No drainage, redness, or swelling. Follow-up day 13: dr noted the incision had healed nicely.